Event description:
It was reported that while placing the bravo ph monitor the capsule would not deploy from the delivery sys. The capsule was still attached to the delivery sys, once it was removed from the pt. The clinician noted that the pt did require more sedation since the amount of time increased due to getting another capsule. No serious injury to the pt was reported.

Manufacturer narrative:
The device is included in the bravo ph capsule and delivery sys 9012b1011 (5-pack) and 9012b1001 (single-pack) field action - failure to detach, physician communication (03-dec-2007).